Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 3/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2015 with the following findings: all keys are working and found no contamination under button contact. Keypad cover was torn below the"ok" keys. Unrelated to the complaint, the display found pink contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).